Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s generator was replaced for a low battery. Clinic notes from the referral visit stated it was requested that the patient¿s generator be changed to a new generator model. The notes did not mention a specific battery status, but ¿testing shows dying battery.¿ an automatic battery life calculation was performed and showed 2.5 years expected to neos=yes. The explanting facility¿s policy is to not return explants to the manufacturer. Therefore, product return attempts could not be completed. Attempts for additional pertinent information have been unsuccessful to date.

Event description:
A search for internal data relating to the vns generator showed recent programming history up through (B)(6) 2016. The battery status was listed as normal for that visit. Follow up with the office of the treating physician showed that the patient was seen for appointments in on (B)(6) 2016. The notes from these appointments were not accessible at that time. The generator device history record was reviewed found that all specifications were met prior to distribution. Further attempts for additional pertinent information have been unsuccessful to date.